Manufacturer narrative:
Technical services discussed that although the impedances are fluctuation they are still within normal range. Technical services discussed performing provocation maneuvers during the next follow up. At this time the lead remains implanted.

Event description:
Boston scientific received information that during a follow up a fluctuation in pacing impedances was noted on this right ventricular lead. The pacing thresholds were normal and no noise was seen on the electrocardiograms. A request for more information was sent to technical services. The patient was booked for an x-ray at the next follow up. No adverse patient effects were reported.